Manufacturer narrative:
Device evaluation of belt sn (B)(4) has been completed. The reported problem (damaged cable) was confirmed. As received, the trunk cable was cut in multiple places, damaging internal wires. The root cause of the damaged cable and wires is physical abuse. No adverse event resulted from the defective electrode belt.

Event description:
A us distributor contacted zoll to report that a patient's device had a damaged cable.